Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states an ae received for osteolysis lateral tibia plateau. Rec'd: alert date (B)(4) 2017. Ae received for osteolysis lateral tibia plateau. Event does not meet the definition of serious and is considered mild. Event has a remote possibility of being device related and is not related to procedure. Not recovered / resolved. Primary diagnosis: osteoarthritis. Comorbidities: cardiovascular and metabolic disorders, high blood pressure, high cholesterol.